Event description:
It was reported that the patient presented to the hospital for a pacemaker exchange. Prior to procedure, the right ventricular (rv) lead and the right atrial (ra) lead exhibited low impedance and loss of capture at maximum outputs. Both the rv and ra leads were capped and replaced on (B)(6) 2025. The patient was discharged with no reports of adverse consequences.